Manufacturer narrative:
The pump passed the displacement, rewind and basic occlusion tests. No motor error alarm was noted. However, the pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion, excessive no delivery and self tests, or test the operating currents or off no power alarm due to the prime anomaly. The motor was tested outside of the device, and it passed. The pump also had minor scratches on the display window, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error and no delivery alarms. The customer's blood glucose level was 70 mg/dl. She was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.